Event description:
The customer reported approximately fifty (50) milliliters of clear fluid leaked below the diluter and onto the counter and floor involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous results were generated. Patient results were not impacted. The customer indicated all quality control (qc) results were within the acceptable limits. Patient samples were retested on an alternate analyzer and the results correlated between the instruments. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control or risk management plan in place.

Manufacturer narrative:
The field service engineer (fse) discovered a tubing disconnected from check valve, cv-24-b, in the rear of the diluter causing the sheath tank to empty. The fse replaced the affected tubing on the check valve and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).